Event description:
The customer reported that the system rebooted spontaneously when in use and had a communication error message. This would indicate that the system had shut down without command. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.